Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during incarcerated inguinal hernia repair case, cautery blade touched metal retractor that caused a small burn noted distal to the incision.